Event description:
End user reported that the left wheel on his gvtrsx58 wheelchair is bigger then the right wheel. User stated that the wheelchair being uneven has caused his hip to be rubbed raw. No medical intervention.